Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent jumps in impedance along with signs of a lead conductor fracture during maneuvers. In addition, there were events recording noise and oversensing with impedance jumps from 1300 ohms to 1900, which is high within normal limits. There were also several non-sustained ventricular tachycardia (vt) events recorded, however, these episodes were reported to be short enough and there was no inappropriate therapy delivered to the patient. X-ray images did not exhibit any evident lead fracture, and the physician requested further technical analysis by technical services (ts). The patient is not pacemaker dependent and will be followed by the clinic in one month after technical analysis has been completed. The rv lead remains in service and there were no adverse patient effects. Upon ts review, it was noted that the available information supports the rv lead integrity is compromised. The artefacts that were reproduced were noted to be non-cardiac and are affecting the bipolar electrogram (egm), which combined with the impedance spikes supports a lead impairment condition. In addition, it was observed that in late (B)(6) 2021, the device registered a pacing impedance measurement high out of range. Also, the r-waves are below the minimum value and this could lead to inaccurate heart rate counting, and on top of that, the pacing threshold measurement was noted to be out of range for the rv lead. It was also mentioned that the situation may worsen over time and a lead revision was advised.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent jumps in impedance along with signs of a lead conductor fracture during maneuvers. In addition, there were events recording noise and oversensing with impedance jumps from 1300 ohms to 1900, which is high within normal limits. There were also several non-sustained ventricular tachycardia (vt) events recorded, however, these episodes were reported to be short enough and there was no inappropriate therapy delivered to the patient. X-ray images did not exhibit any evident lead fracture, and the physician requested further technical analysis by technical services (ts). The patient is not pacemaker dependent and will be followed by the clinic in one month after technical analysis has been completed. The rv lead remains in service and there were no adverse patient effects. Upon ts review, it was noted that the available information supports the rv lead integrity is compromised. The artefacts that were reproduced were noted to be non-cardiac and are affecting the bipolar electrogram (egm), which combined with the impedance spikes supports a lead impairment condition. In addition, it was observed that in late (B)(6) 2021, the device registered a pacing impedance measurement high out of range. Also, the r-waves are below the minimum value and this could lead to inaccurate heart rate counting, and on top of that, the pacing threshold measurement was noted to be out of range for the rv lead. It was also mentioned that the situation may worsen over time and a lead revision was advised. Additional information provided indicates the lead revision will not be performed as the physician decided not to proceed with the revision due to the patient condition.